Manufacturer narrative:
Patient information was not provided by the customer. The field service engineer (fse) was on site and confirmed what the customer reported, and found that the probe alignment was off. To resolve the issue the fse performed probe alignment and verified instrument operation. Bec internal identifier - case-(B)(4).

Event description:
The customer reported that the aquios cl is generating results with "plg count failed" notifications. Review of the data provided indicate that erroneously high cd4 results were generated for several samples. The results were not reported out of the lab.